Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No unexpected insulin flow blocked alarms noted during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 75 units of normal bolus was delivered on (B)(6) 2024 between 01:45:23.000 and 16:58:21.000. Pump was cut to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Unable to do the force sensor zero offset test due to moisture damage the flex connector. Confirmed pump alarmed insulin flow blocked alarm on (B)(6) 2024: 00:31:00.000 basal, 00:41:00.000 basal, 01:32:00.000 basal, 01:40:00.000 basal, 01:45:23.000 bolus, 01:46:10.000 bolus, 01:47:00.000 basal, 01:51:15.000 bolus, 01:51:39.000 bolus and 01:53:13.000 bolus; in pump downloaded history. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, broken belt clip rails and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 426 mg/dl. It was reported that the high blood glucose event due to insulin flow blocked. Troubleshooting was performed. It was found that the customer has treated the high blood glucose event with the insulin pump. It was found that the customer was using the pump within 48 hours of the reported event. The auto-mode/smartguard feature was not active. The customer was alleging that the pump was under-delivering. It was found that the insulin flow block issue was resolved by complete set change. No further patient complications were reported. It was unknown whether the customer will discontinue to use the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.